Event description:
It was noted that while the patient had a history of rv failure prior to lvad, it was good to handle before.

Manufacturer narrative:
B5: additional information: manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6- 3261 - multiple organ dysfunction syndrome. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away due to right ventricular failure followed by multi-organ failure (mof). The outcome was not considered device or therapy related. The patient suffered from a progressive right heart failure (rhf) although all therapeutic options around were optimized. The rhf was not related to the left ventricular assist device therapy. No device issues were mentioned. Mof in consequence was related to the outcome at least. An autopsy was not performed. The device was not explanted.